Event description:
It was reported by a cardiologist that the patient was experiencing asystolic episodes. The physician is not sure if it is related to the vns. Per the patient, the vns has ben turned off for some time, but the physician could not confirm this as he is not a vns physician. The physician is not exactly sure when symptoms first began, but they have recently become worse. Attempts for further information have been unsuccessful to date.